Manufacturer narrative:
Date of report received: 15 jul 2019. MFR received date: 12 jul 2019. The customer confirmed the reported navigation-ring (nav-ring) issue. The customer reported that the nav-ring issue was resolved and that the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified, estimate used.